Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD)&#265;d not last as long as it should. The patient's clinic was contacted and they indicated the patient has high pacing thresholds on their left ventricular (lv) lead. Both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.